Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer stated that a few weeks ago, his sensor glucose was showing low and he treated and his blood glucose went high. The customer stated that he calibrated his sensor at least 3 times. The customer was assisted with uploads to carelink. The customer was advised to call helpline for assistance.